Manufacturer narrative:
On 6/3/2019, it was noticed that this complaint is a duplicate of report (B)(4). Patient identifier has been updated to n.m. Patient sex was updated to female. Patient date of birth has been updated to (B)(6) 1988 and patient age has been updated to 30 years. Patient race/ethnicity was updated to hispanic and white, device serial number was identified as (B)(4). Date of implantation was updated to (B)(6) 2009. Patient codes 2076 and 1994 have been added according to the original report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file, it has been determined that the patients symptoms were most likely indicative of septic shock. H6 patient codes have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified procedure with a saline mentor smooth round moderate profile 425cc breast implant and suffered several unexplained systemic symptoms, including pain in left breast and is warm to touch, skin discoloration, fever, nausea, dizziness, vomiting, low blood pressure, infection, and deflation of the left breast implant. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019.